Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned device to be pre-fired with the interlock engaged, and staples were protruding from the proximal end of the staple cartridge channel. Functionally, the reload was loaded into a representative handle. The jaws opened and closed repeatedly with no abnormalities. The reload was cycled without hesitation or binding and was applied to test media. All staples were properly placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the staples released prematurely from the device. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the jaws of the reload did not close at all. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, the jaws of the powered stapler did not close during the first loading check. When the cartridge was removed and reattached again, pre-firing occurred. Another reload was opened to complete the case. There was no patient injury.